Event description:
It was reported that a patient presented with an infection noted on the device, resulting in wound dehiscence and discomfort due to swelling. The device and lead were explanted on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were observed. A partial lead (only connector portion) was returned in one piece. Visual examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.